Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with a blood glucose of 600 mg/dL and ketones; cause was unknown. The customer was treated with intravenous fluids of saline, insulin and antibiotics in addition to a manual injection. The customer was released (b)(6) 2026 with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Android / Android_Galaxy S20 FE 5G / Unknown / Android 16.